Event description:
It was reported that when the patient sent their remote monitor transmission there were missing values in the diagnostics, also missing were ventricular sensitivity setting, and a loss of telemetry on non-magnet electrogram for a few seconds. The patient resent the transmission and everything was there. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.